Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) is currently underway. The reported problem (defective battery) is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack.

Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that her charger messaged "battery defective". The pt also reported that the battery would not power up the monitor. The pt was provided with a replacement battery pack.